Manufacturer narrative:
Awaiting return of device for failure investigation.

Event description:
(B)(4).

Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was unable to be confirmed. This unit was tested for an extended period of time. Neither display had an issue with turning on and off intermittently. The device was returned to the customer.

Manufacturer narrative:
Correction: device available for evaluation.